Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Educated patient to perform a paperclip rest if the issue persist. No injury or medical intervention was reported.